Event description:
Procedure: laparoscopic subtotal gastrectomy (laparoscopic distal gastrectomy + h1 delta shaped anastomosis procedure). According to the reporter: the professor tried to transect the last stump from the anastomosis spot (between distal antrum of stomach and duodenum) with the idrive ultra powered handle set and the egia60amt (7th firing). He tried to close the entry hole, after succeeding in doing so at the first stump (which was the 6th firing). He pushed the blue button to fire the stapes on the spot (7th firing), however, as soon as he pushed the blue button, the I-beam stopped advancing on the reload and a solid blue light showed as a status indication. He tried pushing the blue button one more time, but the I-beam did not advance. Before this firing failed, the professor checked the solid green light on status indication of the handle, after closing the reload. Then he checked the blinking green light on the status indication of the handle, after he pushed the green safety button to fire staples. He did not push the silver button, while pressing the blue button during the firing process. There was no tissue damage, the problem was only that the firing process on the tissue did not work. The egia60amt reload was just clamped from the anastomosis spot (b1 anastomosis). The steps in the overall procedure, and the number of egia60amt reloads used in each step (total of 7 reloads), is as follows: duodenum transection (reload 1). Stomach transection (reloads 2-4). Anastomosis between distal antrum of stomach and duodenum (reload 5). Closing entry hole of anastomosis spot (reload 6). Closing entry hole of anastomosis spot (reload 7): this is the reload that "failed". As soon as the professor noticed the blue light as the status indication on the handle, he took the idrive handle ou of the abdominal cavity and finished the surgery by ligating the last stump with the clip and cut it with endo-scissors. No reinforcement material was used. There was no damage to the patient. The surgical time was extended by approximately 5 minutes. The last known patient status is that no injury to the patient was done and no abnormal status was reported. The professor did not consider this issue critical to the patient. He was just concerned about the reliability of the idrive ultra handle. The sales rep was observing the surgery and so saw the entire procedure. As soon as the professor had the stapling failure, the sales rep tested the egia60amt and found that it had not prefired. The staples of the egia60amt were fired successfully by another idrive ultra handle which the sales rep had as a demo kit at that time the error issue occurred in the or. During the test, the test staple line was fine.

Manufacturer narrative:
(B)(4).